Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp.005571 - the dentist reported that, 1 week after the dental implant was installed in patient¿s mouth, its non-osseointegration was observed. Thirty-five ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented insufficient bone quality/ quantity (bone type IV).